Manufacturer narrative:
(B) (4). The performance level of the returned valve could not be adjusted. A dissection of the valve showed copious amounts of a fibrous, proteinaceous debris inside the adjustment mechanism. The debris was stuck to the rotor and cassette housing, preventing rotor movement. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that the doctor had the device explanted as he believes that the valve will no longer accept adjustments via the strata adjustment tool.